Event description:
It was reported to vyaire medical that display is black on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). Vyaire field service representative went onsite to evaluate the device. Replaced user interface module, however was unable to perform owner verification process due to a malfunctioning analyzer. The customer also informed technician the wheels are falling off the cart. Technician will need to order parts and return. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.